Event description:
It was reported the patient's spasms gradually deteriorated around (B)(6) 2012. The patient's dose was increased and the patient was "observed." On (B)(6) 2012, the patient went to the hospital because of "contracture." "The increased dose did not result in any improvement; hence contrast imaging for the catheter was scheduled." Catheter imaging was performed approximately 3 weeks later. A contrast agent was confirmed near the patient's pocket in the back region, and leakage from the catheter was detected. Surgery for catheter repair was schedules for late (B)(6); the outcome was not known as of the date of this report. The device system was used to deliver gabalon.

Manufacturer narrative:
Product ID 8711, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: (B)(4).

Event description:
Additional information received reported a catheter revision was performed on (B)(6) 2012. Date of onset was noted as (B)(6) 2012. During the revision, a sleeve fracture and catheter perforation was discovered on the spinal cord side of the catheter. The catheter sleeve was replaced and the catheter on the spinal cord side was cut by 6 mm. The reporter noted that the event was related to the catheter only. Reporter further stated that although it was unknown whether it was a "procedural failure", a fracture obviously occurred at the sleeve's anchoring point. Following revision, the integrity of the catheter had shown to be improved, "although a weakness still seems to exist". It was unclear what the weakness referred to. A pump operability test was done and revealed no abnormal findings. The patient was discharged on (B)(6) 2012, and was reported as "recovered". A follow-up report will be sent if additional information becomes available.